Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The biopsy wire was torn. There was a deposit on the forceps raiser. There was a cracked light guide cover lens, chipped glue on the light guide cover, failed angulation test and scratched connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the albaran forceps wire was torn on evis exera ii duodenovideoscope. Inspection of the returned device found organic material on the forceps raiser at the distal end, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the cause of the organic material occurred from the user conducting insufficient reprocessing around forceps elevator after procedure. Foreign material on forceps elevator got dry and adhered since the user did not reprocess device immediately after procedure. The specific root cause of the insufficient reprocessing could not be determined at this time. The following information is stated in the instructions for use regarding reprocessing which may have prevented the event: "3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet." Olympus will continue to monitor field performance for this device.